Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, an unspecified volume of solution leaked at an unspecified location of the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention were required. Though requested, no add'l info was provided including if there was pt involvement or if the tubing set was replaced and the therapy was resumed.